Manufacturer narrative:
Additional information received from the user facility states that the problem was noticed pre-operatively, when the register nurse plugged it in, it didn¿t work. The generator was never was used on the patient. An olympus sales representative visited the customer¿s site to troubleshoot the unit and noticed the issue. The facility¿s biomed confirmed there was no issues with the unit¿s footpedal were working fine.

Manufacturer narrative:
The 744000 pk superpulse generator with serial# (B)(4) was returned for evaluation. The customer¿s complaint was duplicated when checking the pk/sp socket with a test working element together with hf electrode sets wa22651c, and wa22602s. The generator would generate an ¿output shorted¿ error message during the cut pedal being activated, and no dispersion in the saline was observed. A visual inspection as received condition found 2 bottom feet to be missing, stains and residues on the keypad screen and the front socket. There are ten errors 300 ref 21¿(means sp output error) recorded in the fault log. However, no error message ¿ 400 ref 12¿footpedal stuck¿ was found in the fault log. Further troubleshooting was performed in the repair center¿s electronics line and noted that during testing the error code 100 ref 19 pop-up when test ¿ sprf l1 phase adjustment ¿( sp2, 50w, 20r) due to faulty sprf board which has caused the reported cut function problem. Based on the evaluation findings, the reported complaint was duplicated due to the faulty sprf pc board. Also, the stains and residues around the front socket could have contributed to the output shorted problem if activating the device while socket was contacted with moisture.

Event description:
The service center was informed that during an unspecified procedure , the electrode does react to the coagulation function but there is no dispersion in the saline when the cut function is activated. There was no report of bleeding. It is unknown if the intended procedure was completed. There was no patient injury reported. Additionally, it was reported that the customer¿s local sales representative assisted in troubleshooting. The sales representative reviewed the error log of the unit and found error ¿400 ref 12 (4) - foot pedal stuck error & error 300 ref 21 sp output error¿ was displayed multiple times.